Event description:
It was reported that the preloaded monofocal iol had a broken haptic. There was no patient contact as it was noticed prior to insertion. It was replaced with another identical model of the j&j iol. The patient's visual acuity is 20/25 and there were no complications. No further information was provided.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: nov 13,2024 section h-3: device evaluated by manufacturer: yes device evaluation: the device was inspected under magnification. The device was received with the plunger rod advanced to a lens position that was stuck in the cartridge tip. Viscoelastic residue was distributed the length of the cartridge and the cartridge tip was damaged in a way that was consistent with damage that may have occurred during shipping. The lens module was inspected and presented with no damage however viscoelastic residue was identified which may indicate an excessive amount was used. The device assembly was inspected and presented with no issues however viscoelastic residue was identified below the lens module indicating an excessive amount may have been used. The plunger rod advancement was inspected and presented with no issues. The portion of the lens was removed and cleaned presenting as a detached portion of a haptic and torn piece of a lens. Manufacturing record evaluation: the manufacturing records review for this device shows that it was released within specification. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.